Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen froze, the unit did not alarm or shutdown. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. To fix the issue, the fse replaced the top display assembly (0997-00-1181) and coiled cable cord (0012-00-1801), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.